Manufacturer narrative:
The system was examined and the reported event was replicated. The footswitch was replaced to resolve the issue. The system was found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming footswitch. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the laser turns to stand-by mode during a vitrectomy procedure. The laser was switched back to ready mode and the procedure was completed with no patient harm.

Manufacturer narrative:
The footswitch was received for evaluation. A visual assessment of the sample did not show any obvious nonconformities. The sample was connected to a calibrated system. The system message (sm) was displayed and laser mode was switched to standby, replicating the reported event. This event was observed to occur only when the footswitch was depressed/released with minimal movement between the threshold of firing and not firing, known as ¿feathering¿ technique. The footswitch was then opened up and it was confirmed to have omron switches. Omron switches are highly susceptible to having longer actuation time when the feathering technique is performed, resulting in the reported issue. Thus, root cause of the reported event can be attributed to ¿internal- material component variation¿ in the footswitch assembly. An internal investigation has been opened for this issue. The manufacturer internal reference number is: (B)(4).